Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and treatment was not reported. The patient was discharged from the hospital after three days of hospitalization. The patient was recovering from the peritonitis. The dianeal therapy was ongoing. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number(s) h13k12057 and h14a02073 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.